Event description:
The hospital reported the pt exhibited signs of inadequate anesthesia. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. MDR # 2112667-2013-00057 will be filed for the tec 6 plus vaporizer involved in this same event.